Event description:
The device was connected to a person described as in cardiac arrest. Reportedly, when the device was powered on, a continuous connect electrodes prompt was observed. A backup device was used to administer defibrillator therapy to the pt four times in succession. The pt was not resuscitated. The reporter stated that the pt outcome was not affected by the event. The medical examiner determined the pt had suffered a massive myocardial infarction.